Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, patient began to experience pain and bone scans revealed increased uptake about the acetabulum and some sclerosis. A revision procedure was performed on (B)(6) 2010, to remove and replace the acetabular cup and put in a polyethylene liner. However, the components would not disengage and the femoral stem, modular head, taper adapter, and acetabular cup were all removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B) (4)

Manufacturer narrative:
The stem appears to have tissue debris attached to the porous coating. There are scratches & damage distal to the taper. The area under the taper has wear damage & a burnished area. This damage may have occurred during the removal attempts. There is debris at the base of the taper. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2005. Subsequently, patient began to experience pain and bone scans revealed increased uptake about the acetabulum and some sclerosis. A revision procedure was performed on (B) (6) 2010 to remove and replace the acetabular cup and put in a polyethylene liner. However, the components would not disengage and the femoral stem, modular head, taper adapter and acetabular cup were all removed and replaced.